Manufacturer narrative:
Weight, ethnicity, race: unk. Date of event: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, diopter -10.0 into the patient's left eye (os) on (B)(6) 2022. The surgeon reports shallow vault and residual ametropia. Reportedly, the lens remains implanted and will be monitored, "since there are some mild anterior capsule changes and I do not want to go back in."

Manufacturer narrative:
(B)(4).